Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with calcification, tortuosity and 80% stenosis. During the procedure, the stent of the 3.5x48 mm xience xpedition stent delivery system (sds) was advanced with resistance noted with the anatomy. The stent was noted to be broken before deployment was initiated. Therefore the sds was removed and a new xience xpedition sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the previously filed report, additional information was received: there was no stent break, the correct reported issue is that upon opening the shaft of the stent delivery system was noted to be bent. There was no reported device use or patient involvement. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis was performed on the returned device. The reported deformation due to compressive stress was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated. H6: correction: health effect - impact code 2199 was removed and code 2645 was added; medical device problem code 1069, 2920 were removed and code 2889 was added.